Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The distal coils were stretched out distal to the center solder to 3 mm proximal to the tipball. There was 6 mm of shaping ribbon sticking out of the tipball. There was 2.1 cm of core and shaping ribbon sticking out of the center solder. There was no other damage noted to the guide wire. The distal end of the guide wire could not be advanced through the hole gauge due to the stretched out coils and did not meet manufacturing criteria. The proximal end of the guide wire, up to the hypotube, passed through the hole gauge and met manufacturing criteria. The distal end of the guide wire was dipped into red congo dye to verify there was hydrophilic coating on the guide wire. Product performance engineering reviewed this incident information and the analysis of the returned device. Results of the scanning electron microscopy (sem) analysis indicate that the guide wire shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the shaping ribbon to detach although the coils remained attached. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire was moved heavily against the lesion and this appears to be the cause of the torsional overload. The root cause is from circumstances during the procedure and not a manufacturing related quality issue. The lot history record for this product and a query of the similar occurrences were not reviewed because the product part number and lot number were not reported. A search for lots shipped to this institution was not made because the reported issue appears to be related to case circumstances and not to a product related quality issue. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that a radialis procedure was being performed to treat a lesion in the lad. An attempt was made to open the occluded lad with the bmw universal guide wire along with the support of a voyager balloon 1.5 x 15. The bmw got stuck. The occluded lad was heavily calcified and it was difficult to cross the lesion. After trying for about twenty or thirty minutes, the lesion was successfully crossed; however, the tip of the guide wire did not correspond with the proximal part of the guide wire (no 1:1 torque). The guide wire was removed from the patient and was noted to be heavily damaged. The entire guide wire was removed, no coils or other parts of the guide wire were left in the patient. There was no stent involved during this event. Another bmw guide wire was used and the procedure was completed. The treated lad and lesion were never treated before. No patient effects which could be related with this event were noticed. No additional event or patient information is available.